Event description:
Patient was revised to address femoral stem loosening. Update received (B)(6) 2014. Clinical report was received. Patient was revised to address a periprosthetic fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 26, 2017: legal medical records received. Pfs alleges pain, cracked device, discomfort, and infection. After review of the legal medical records for MDR reportability, it was stated that the patient was revised to address failed revision right tha with nonunion/malunion of periprosthetic femur fracture, and subsidence of the femoral stem. Revision notes stated that there was gross motion at the main fracture site and a split in the proximal portion of the femur that was not present distally. The stem was grossly loose. No gross pus, no evidence of grossly active infection. It was also reported that he was a bit short preoperatively because the stem had subsided. This complaint was updated on jun 12, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.